Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were two small air bubbles in the patient line. There was no impact to the customer's blood glucose level. Recommendation was made by tandem's technical support for the customer to prime the tubing to remove the air.